Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and seroma.

Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, tissue damage, itching, pain, capsular contracture grade unknown, swelling, seroma, panic disorder, post-traumatic stress, chronic headache, depression, anxiety; and other physical and emotional manifestations that are severe and ongoing". Patient has not been diagnosed with bia-alcl also reported " significant scarring, disfigurement, chronic insomnia, significant weight gain, irritable bowel, chronic gi upset/reflux, diarrhea/vomiting/nausea on an ongoing basis; aggravation of underlying conditions" which is not related to the device. This record is for the right side. The device has been explanted.